Event description:
It was reported that they replaced the following parts in an arctic sun device. Mixing pump, circulation pump, heater 220v, drain valves running all necessary tests a safety electrical issue had occurred at the end of the maintenance process. Device current leak higher than 5 ma when upper limit was 500.

Manufacturer narrative:
The reported issue was unconfirmed. The root cause of the reported issue could not be determined, as the device functioned appropriately during evaluation. The device was evaluated upon receipt. Problem could not be reproduced, electrical safety test pass. No repairs were made for the reported issue as the problem could not be reproduced at the depot. A preventive maintenance was completed on the device. Replaced the circulation pump, mixing pump, heater, and drain valves as part of the preventive maintenance. Ctu calibration, all tests performed, electrical safety test pass. A DHR review is not required as the reported event is unconfirmed. The labeling/packaging review is not required as the reported event is unconfirmed. The information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that they replaced the following parts in an arctic sun device. Mixing pump, circulation pump, heater 220v, drain valves running all necessary tests a safety electrical issue had occurred at the end of the maintenance process. Device current leak higher than 5 ma when upper limit was 500.